Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttock on (B)(6)2019. The patient¿s mother stated the patient developed a sterile abscess at the sensor insertion site. The patient was evaluated at the urgent care center. Pus was extracted from the abscess for culture and sensitivity testing. The patient was prescribed bactrim 2.5 ml orally for seven days. The area was healing but a small lump remained. No additional event or patient information is available.